Manufacturer narrative:
(B)(4) evaluated one open / used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out of the catheter tip. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery during the manual prime process. The patient's blood glucose at the time of incident was 194 mg/dl. The customer resolved the no delivery issue by changing the infusion set and reservoir before she even called the 24-hour helpline; troubleshooting could not be initiated for the no delivery alarm. The reservoir and infusion set are being returned for analysis and a replacement of each product was shipped to the customer.